Event description:
The customer reported being hospitalized due to infection and high blood glucose of 483mg/dl, and she was treated with manual injections. The customer experienced nausea. Troubleshooting was performed. The time and date were incorrect. Assisted the caller to correct them. Reviewed the alarm history and found multiple no delivery alarms. Further testing could not be performed as customer was disconnected from the insulin pump. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.